Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient woke up at 4:00 am, she then felt dizziness and passed out. She reported no audio that she was low from the g6 app. The cgm (continuous glucose monitor) reading was not reported. The blood glucose read by the husband was 27 mg/dl. The patient was treated by the husband with 1 mg glucagon and recovered 8 minutes after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, she was in good condition. Data was evaluated and data investigation could not confirm the no audio alert on the mobile app. Patient did not cross their high alert threshold of 400 mg/dl at 4:00 am, as their glucose values were at 162 mg/dl that time. Patient reached their high alert threshold of 300 mg/dl at 12:09 pm on (B)(6) 2023. Patients received their initial high alert at 12:09 pm, which was vibration only. Five minutes later at 12:14 pm, the patient received another high alert at fifty percent volume. Five minutes later at 12:19 pm, the high alert was cleared, as the patient's glucose values fell below their high threshold of 300 mg/dl with an egv (estimated glucose value) of 299 mg/dl. The probable cause could not be determined. No additional patient or event information is available.